Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer's blood glucose level was unknown. The customer states they received transfer failed message when trying to upload their pump. The customer states they had gotten the alarm twice where the pump will start counting up and he has to reset time and date. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed download and transferred data to carelink pro. No transfer failed alarm noted during testing. The pump was received with unexpected restart error alarm after battery changed and memory lost due to voltage leak connector on interface board. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.